Manufacturer narrative:
Return of product has been requested. The evaluation of this complaint was only done based on given picture and previously investigated data as product and lot number were not provided by the reporter. Root cause can only be verified by a product return.

Event description:
The screw in the middle of the brush head came loose and the metal part of the brush head protruded [device breakage]. No adverse event [no adverse event] . Case description: (B)(4). A male consumer of unspecified age reported that after having used an oral-b power oral care refills precision clean for a few days, the screw in the middle of the brush head came loose and the metal part of the brush head protruded. He stated that he was using it on an oral-b power rechargeable toothbrush handle trizone base 3756. He purchased the brush head about six months ago, and it became like this as he had used it for the past few days. No symptoms developed.